Manufacturer narrative:
Investigation found that pump failed volumetric accuracy tests and pump's preventative maintenance due date was passed on (B)(4) 2012. Pump was calibrated to resolve the issue.

Event description:
Info received indicates that pump fails volumetric accuracy test at 4.67 ml. Rate and dose are 19.9 ml/hr and 5 ml.